Manufacturer narrative:
This report is submitted on january 30, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin issues at abutment site; subsequently the patient underwent a procedure to excise skin and was treated with topical antibiotics and steroids and a steroid injection (date and duration not reported). The implanted device remains.